Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise and low intrinsic amplitudes. The patent was asleep at the time of the shock. Technical services reviewed the device data and discussed some testing to do for noise. It was recommended by technical services to reprogram the sensing vector to the secondary vector. There were no additional adverse patient effects. The system remains implanted.